Event description:
Physio-control's service rep reported that a loaner device's internal foam spacer, placed around the display monitor, moved and blocked portion of the display. There was no pt involvement associated with failure.

Manufacturer narrative:
(B) (4). Physio-control reseated the internal foam spacer and observed proper device operation through functional and performance testing. The device was returned to service.